Event description:
Provider states, play in pivot assembly. Possible worn components. When in any of the different level of tilt position, the seat section will go forward and backwards about an (1) movement.